Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had watchdog time out alarm during normal pump used, after alarm insulin pump was off and blank display and they change battery but this no help. Customer¿s blood glucose level was 170 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a13/e13 alarm due to blank display.